Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 364 mg/dl. The customer stated that the issue began when she went to replace the battery after the device had alerted low battery. She received a failed battery test after the battery replacement, and when she tried replacing the battery again, the insulin pump showed a black screen. She changed the battery again and ended up with a blank screen. She stated that she had gone through multiple batteries, about 6 so far. She treated with a manual injection. Upon troubleshooting, the display did not return. The customer requested replacement of the insulin pump. Nothing further reported.